Event description:
Reportedly used in the sfa, during deployment the handle made a ratcheting noise and the stent did not always deploy with each turn. Eventually the stent did deploy however on fluoro noted that the stent was elongated. No injury or intervention reported.

Manufacturer narrative:
Device remains implanted. Evaluation summary: the dilator does not appear to be fully extended and after turning the knob (20times) the dilator extended approx. 20mm further distal. All internal components of the handle were found to be in correct positon post stent delivery and there was no visible damage. The belt was found to have scrape marks on the side that extend almost completely around. There is also a small amount of dried blood in and around the distal gear and belt area. Note the delivery system did not have a stent inside. X-ray of the stent inside the patient was confirmed to have elongated during deployment. The stent was between 130-135mm in length and in some regions the stent diameter appeared reduced. Method: device returned.